Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Device history record (DHR) review for erbe involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root cause of this issue is attributed to error messages/faults on the on the erbe integrated electro surgical unit (iesu).

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed but the reported failure (issues when cutting) could not be reproduced on erbe connected to system. Logs showed (25913 u-04 errors 1/06/2025.) Visual inspection: (the unit has no significant scratches or dents. The front bezel is in decent condition.) The unit energized and cauterized and all ports recognized instruments on system. The complaint was confirmed based on the failure analysis. The probable root cause was attributed to electrical defect of the iesu (u-04 error).

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the integrated electrosurgical unit (iesu) was not working and the site switched over to the external force triad generator. The intuitive surgical, inc. (Isi) technical support engineer (tse) determined that the customer had connected a third-party covidien ft-10 generator and advised her that this generator was not validated for use as an alternate generator with the da vinci surgical system. The procedure was completed with no reported injury.